Event description:
It was reported that the infusion device shut off without first providing an error or alert message on (B)(6) 2025 and (B)(6) 2025. On the first of these two occasions, the patient experienced high blood glucose levels of 550 mg/dl and vomiting. The patient was admitted to the hospital at 10pm and release at 2am on the next morning. While hospitalized, the patient received an insulin infusion as treatment. At the time the incident was reported, the patient was ok and already back at home.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.